Event description:
Patient reported the aligners edges are so rough that they have cut the sides and tip of their tongue. They had to stop wearing the aligners for a few days to let it heal.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.